Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h3, h6, h11. Visual examination of the returned product/provided pictures identified the device was returned with the black push button in the forwarded position and the pusher wire was extended out past the needle tip. The anchors and sutures remained inside the needle. The device has been cycled 1 time. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing. The reported event is confirmed by returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the anchor was not pushed out although the surgeon forwarded the black button following the normal usage. There was no reported harm or injury to patient. An approximate 15 minutes delay was reported while analternate device was prepared. Due diligence is complete. No additional information is available.